Event description:
Edwards received information that a 25mm aortic valve was disabled and a transcatheter valve was implanted via transcatheter valve-in-valve intervention due to aortic stenosis after an implant duration of ten (10) years and nine (9) months. There were no issues and the patient is stable.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for device release prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.